Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture and exchange from textured to smooth implants due to the patients concern with the product. Rupture was confirmed by ultrasound and mammogram. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety/product/procedure: unable to observe since it is not related to the device. ¿ rupture: not observed. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth implants due to the patients concern with the product. The device has been explanted and replaced.